Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Both devices involved in this event are reported under : 1222780-2022-00130; 1222780-2022-00137.

Event description:
It was reported that on an unknown date, a patient received a myosure and myosure hysteroscope procedure. The patient went home where she became extremely unwell and presented to the hospital. The patient was taken for a laparotomy, and it was found that a bowel injury had occurred, and her peritoneal cavity was found to be full of fecal matter and free fluid. The peritoneal cavity was cleaned, and the patient was scheduled for a surgery to repair the bowel and a hysterectomy. The patient was extremely unwell, and she spent a few days in the ICU. No other information is available.

Manufacturer narrative:
Additional information received : the patient is doing well. Report received by physician : patient had history of postmenopausal bleeding and history of two cesarean sections. The operation performed was a hysteroscopy and a resection of suspected submucous fibroid with a myosure lite. A large submucosal lesion was observed , probable myoma, the lesion felt gritty and calcified. Mirena was not inserted due to defective area along the fibroid. Patient was sent home on oral antibiotics. No lasting effects of the procedure. Hysterectomy performed due to endometrial cancer diagnosed on endometrial tissue sample. No additional treatment was administered. No other information is available. Additional information received : the device involved in this event was a myosure lite trd model and catalog number 30-401lite. No lot number provided. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.